Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad extremely hard to press or not working. The customer¿s blood glucose level was unknown at the time of the incident. Customer declined to troubleshoot for sensor issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and selftest. Keypad worked intermittently. Isolated to the keypad. Keypad unresponsive/button error alarm confirmed.